Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value at the time of incident was 442mg/dl and the current blood glucose value was between 160mg/dl to 222mg/dl. Customer experienced symptoms like nausea and difficulty breathing. Customer treated with injection. Customer stated that about an year ago, blood glucose value was 240mg/dl to 242mg/dl. Customer declined to troubleshoot from that point. Insulin pump will not be returned for analysis.